Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call blank display screen, battery cap damage and damage on the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer advised when they attempted to replace the battery the metal separated from the battery cap. Customer stated they noticed damage on the battery cap and that the display screen is blank. Troubleshooting for the blank display was performed. Customer advised there is a small crack on the reservoir window and they are not sure how it happened. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.